Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed pair new transmitter during warm up. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed. The probable could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event that the device displayed pair new transmitter during warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.